Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor fault. Left motor is pulling to the left and has alot of constant chattering noise coming from it.